Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. According to the reporter, the patient experienced a detached sensor wire. The parent mentioned that her daughter tried to remove it and the ¿pin¿ was stuck in her arm as it had come loose from the sensor itself. The patient needed to go to the doctor to have it removed. It was confirmed by the reporter that the needle itself went into the skin and it did not come out when the sensor was removed. The reporter mentioned that the "needle" stuck in the skin, but based on the available information, the reporter was most likely referring to the sensor wire. It was reported that the patient underwent a medical intervention to remove the needle that had remained in the skin. The specific type of medical intervention performed was not specified. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.